Event description:
On (B)(6) 2011, pt reported experiencing elevated blood glucose levels since changing the battery in the infusion device on (B)(6) 2011. Pt stated she has been receiving readings in the 300 - 400 mg/dl range. Pt's normal blood glucose range is 100 - 150 mg/dl. Pt reported she has been cutting back on eating and treating herself with a correction bolus to compensate for the elevated readings. Pt stated she has received no error messages on the infusion device. Pt reported she changes the insulin cartridge every 7 days. Advised pt on proper cartridge changes. Pt stated she has a dr's appointment today and will discuss the elevated readings with him and the fact she has lost 4 pounds since (B)(6). On f/u call on (B)(6) 2011, pt reported her blood glucose readings have returned to normal but she is on the backup infusion device. Pt stated she feels the infusion device was the cause of her elevated blood glucose readings. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for eval.